Event description:
A malfunction alarm with code malf 12 was reported, and the alarm did not affect the customer's blood glucose level, which remained below 500 mg/dl. Technical support provided pump reset information, assisted the caller with the reset, and the malfunction did not recur after resetting.